Event description:
Device malfunction: none. Symptoms/ae: myocardial infarction, death. Time of ae: starting 7 days postprocedure. It was reported that seven days post an uneventful left internal carotid artery stenting procedure, the patient had a myocardial infarction (mi) and left arm weakness. Eight days postprocedure, the left arm weakness resolved. Twelve days postprocedure, the mi which was treated with unspecified medications, reportedly resolved. Thirteen days postprocedure, the patient died from cardiac arrest. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Myocardial infarction, neurological complications and death are known possible adverse events associated with the use of carotid stents as stated in xact instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.